Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to activate a response. None of the keypad buttons had spring back or click normally. There was evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the buttons required 5 to 6 presses to respond starting a month ago and was getting worse with time. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pump skin in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad response issue.